Event description:
The account alleged the brake is setting but would swivel when the stretcher is pushed from the side. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer caster to resolve the issue.